Event description:
It was reported that that this patient was hospitalized due to bradycardia of 25 beats per minute (bpm) along with receiving one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to t-wave oversensing. There was also an inappropriately stored atrial fibrillation (af) episode that was determined to be an aberrant morphology change. This occurred while programmed in the primary vector. It was stated that therapy was exhausted. The physician noted that this patient will later receive a leadless pacemaker for brady support and this s-ICD system will be further monitored after being reprogrammed to the alternate vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.